Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ins (implantable neurostimulator) type was not lasting as long as it had been hoped. Although battery longevity was difficult to estimate especially when multiple parameter changes might be made over its lifetime, it was stated that the general feeling was that eri (elective replacement indicator) was reached at the lower end of quoted ins lifespan even in those patients with relatively average power usage. More than one week later it was reported that there was no specific malfunction and that there was simply observation and concern that this ins type's longevity did not match quoted longevity in the manual.